Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient was experiencing a fast heartrate and the cardiac resynchronization therapy defibrillator (crt-d) was supposed to shock the patient but it did not. The patient was cardioverted and went back into sinus rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event. It was further reported via follow-up communication with the following clinic that there was no recorded episode on the date reported by the patient's spouse. It was further noted that the patient was seen at an outside facility with an emergency department note that said atrial fibrillation (af) with rapid ventricular response and aberrancy.

Manufacturer narrative:
Continuation of d10: 5554-45 lead implanted (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient was experiencing a fast heartrate and the cardiac resynchronization therapy defibrillator (crt-d) was supposed to shock the patient but it did not. The patient was cardioverted and went back into sinus rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.